Manufacturer narrative:
The report 3008988055-2024-00001 is being amended to add the correct the initial reporter name.

Event description:
It was reported that during filter removal placement procedure, the marker band broke off of the 9f sheath. It was further reported that the marker band unable to get the marker band out of the body. There was no reported patient injury.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.